Manufacturer narrative:
Final analysis found the pacemaker exhibited a false end of service trigger due to electrocautery exposure during explant. The device was otherwise normal.

Event description:
It was reported the patient presented for for a pocket revision surgery to address pocket pain and migration of the pacemaker. During the procedure the atrial and right ventricular leads were dislodged, and the pacemaker gave a false elective replacement indicator alert. The pacemaker and both leads were replaced, and the patient was stable before, during, and after the procedure.